Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain use. It was reported that the patient¿s pump had been revised twice due to a spinal fluid leak. The agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance. Additional information was received from a consumer stated that the patient had emergency operations and they have been in the hospital, and they could not mess with it much. The patient did not even have the pump for over a week because they shut it off and they were operating on his side.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain use. It was reported that the patient had emergency operations and they have been in the hospital, and they could not mess with it much. The patient did not even have the pump for over a week because they shut it off and they were operating on his side. Additional information was provided from a consumer stated that the patient¿s pump had been revised twice due to a spinal fluid leak. The agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Corrected b5/added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.